Event description:
It was reported that the patient was experiencing pain at the pocket site that radiated to middle and lower back down to both legs. The patient underwent a revision procedure wherein the ipg was relocated and repositioned. The patient was doing well postoperatively with good coverage.